Event description:
Literature: hyam ja, de pennington n, joint c, et al. Maintained deep brain stimulation for severe dystonia despite infection by using externalized electrodes and an extracorporeal pulse generator. J neurosurg. Sep 2010;113(3):630-633. Summary: the authors present two cases of severe dystonia in which deep brain stimulation was maintained despite the presence of infection at the site of the pulse generator, using ongoing stimulation by externalization of electrode wires and an extracorporeal pulse generator. This allowed the infection to clear and wounds to heal while maintaining stimulation. Reportable event: a (B)(6) girl with a 6-year history of medically intractable generalized tonic dystonia (dyt1 negative) underwent bilateral implantation of deep brain electrodes in the globus pallidus internus. Six months after the procedure, there was a 65% decrease in her bfmdrs score. This marked improvement gave her the ability to play independently for the first time, but 10 months after surgery she dislodged one of her electrodes while testing this freedom by sliding down a staircase on her abdomen. Her symptoms worsened, and her displaced electrode was revised. Following revision she developed a spreading infection from the abdominal would that failed to respond to broad-spectrum intravenous antibiotics. She developed signs of systemic sepsis, and the entire dbs system was removed. The sudden loss of stimulation precipitated a dystonic crisis, which compromised her respiratory function and necessitated emergency intubation and ventilation for 21 days. To allow wearing of ventilatory support, a dbs system was implanted despite the likely continued presence of infection. Over the next 6 years she underwent 11 further procedures to replace her pulse generators and deal with recurrent wound infections. Multiple wound swabs were taken but only one exhibited positive growth, a methicillin-sensitive staphylococcus aureus. Throughout most of this time, the pt received oral rifampicin and several courses of intravenous antibiotics. Dermatological skin patch testing was negative for sensitivity to pulse generator components. Although she remained systemically well, her dystonia deteriorated. Her entire system was revised 6 years after her original surgery, and the extension cables tunnelled along new paths to a new pulse generator implanted deep to the rectus abdominis muscle. Unfortunately after 6 months, the abdominal wound dehisced again. The authors believed that her recurrent wound problems were due to chronic hardware-related infection, and therefore, they externalized her existing pulse generator to the now extracorporeal, resterilized pulse generator. The pulse generator remained externalized for 4 months within an improvised carrying pouch; once all wounds were healed; new extension leads were tunnelled from the head to a new pulse generator placed in a new subpectoral wound. All antibiotics had been stopped for 18 months, inflammatory markers were normal, and all wounds had healed well. The pt's dystonia has improved again to the level initially achieved following her first surgery.

Manufacturer narrative:
(B)(4). It is not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info has been requested.